Event description:
It was reported that the patient's ipg became inoperable after an unrelated procedure where there is a high chance that the ipg was not set to surgery mode. Troubleshooting is pending.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.